Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5038876.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure in which the leads where repositioned. The patient is doing well post-operatively.